Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (non-functional) was confirmed. As received, the battery pack was unable to power a test monitor and charge. Upon evaluation, there was contamination on the pca and battery cells. The cause of the non-functional battery pack is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (non-functional) was confirmed. As received, the battery pack was unable to power a test monitor and charge. Upon evaluation, the f1 fuse was blown. The cause of the non-functional battery pack is the blown fuse. The root cause of the blown fuse could not be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor contacted zoll to report that a patient's battery packs were unable to charge or power a monitor and the monitor was unable to power on with replacement battery packs.

Manufacturer narrative:
Follow up 2: device evaluation of battery packs sn (B)(4) has been completed. The reported problem (non-functional) was confirmed. As received, the battery packs were unable to power a test monitor and charge. Upon evaluation, the f1 fuse was blown. The cause of the non-functional battery packs is the blown fuse. The root cause of the blown fuse could not be positively identified. No adverse event resulted from the defective battery packs. Follow up 1: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to corrosion inside of the monitor. The root cause for the corrosion was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the monitor. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (non-functional) was confirmed. As received, the battery pack was unable to power a test monitor and charge. Upon evaluation, there was contamination on the pca and battery cells. The cause of the non-functional battery pack is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (non-functional) was confirmed. As received, the battery pack was unable to power a test monitor and charge. Upon evaluation, the f1 fuse was blown. The cause of the non-functional battery pack is the blown fuse. The root cause of the blown fuse could not be positively identified. No adverse event resulted from the defective battery packs.

Event description:
A us distributor contacted zoll to report that a patient's battery packs were unable to charge or power a monitor and the monitor was unable to power on with replacement battery packs.

Manufacturer narrative:
Follow up: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to corrosion inside of the monitor. The root cause for the corrosion was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the monitor. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (non-functional) was confirmed. As received, the battery pack was unable to power a test monitor and charge. Upon evaluation, there was contamination on the pca and battery cells. The cause of the non-functional battery pack is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (non-functional) was confirmed. As received, the battery pack was unable to power a test monitor and charge. Upon evaluation, the f1 fuse was blown. The cause of the non-functional battery pack is the blown fuse. The root cause of the blown fuse could not be positively identified. No adverse event resulted from the defective battery packs.

Event description:
A us distributor contacted zoll to report that a patient's battery packs were unable to charge or power a monitor and the monitor was unable to power on with replacement battery packs.